Event description:
In 2006, a starclose device was used to attempt arteriotomy closure after an interventional procedure. The arteriotomy was in the right common femoral artery, as confirmed by angiogram. The starclose was stuck after deployment, and the physician, who was in training in the use of the device, elected to perform vascular surgery to remove the device and close the artery. Upon cutdown, the surgeon found a large amount of scar tissue in the target groin from previous procedure. The surgery was successful in removing the starclose device and closing the arteriortomy. The pt was discharged home 6 hrs later.